Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a low voltage hazard alarm was confirmed via the image provided by the customer. The image captured a low voltage hazard alarm on the controller¿s alarm history screen; the alarm occurred on (B)(6)2024 and lasted for approximately 1 second. The provided log files did not capture data from the reported event date of 06nov2024, and no atypical events were observed throughout the log file data. The mobile power unit (mpu) (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage hazard conditions. To resolve the low voltage alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The serial number of the mpu was not provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient reported full (4) power bars.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage hazard alarm was confirmed via the image provided by the customer; however, the reported event of the mobile power unit¿s (mpu) patient cable being damaged was not confirmed. The provided image captured a low voltage hazard alarm on the controller¿s alarm history screen; the alarm occurred on (B)(6) 2024 and lasted for approximately 1 second. The provided log files did not capture data from the reported event date of 06nov2024, and no atypical events were observed throughout the log file data. The mpu (serial number (B)(6) was not returned for analysis. Available information indicates that the unit was exchanged and was disposed. The root causes of the reported events were unable to be conclusively determined through this analysis; however, available information suggests that the patient cable may have been damaged by dog bites, and damage to the patient cable could cause low voltage hazard alarms to occur. The heartmate 3 patient handbook (rev. D) instructs users that extra caution and care for the equipment should be taken when pets are present. The heartmate 3 patient handbook (rev. D, sections 3 ¿powering the system¿ and 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. Review of the device history record for the mobile power unit, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the mpu had a v-lock connector on the ac power cord. The altering current (ac) power cord did not come loose at the wall outlet or from the back of the unit. There was some damage on the cable that appeared consistent with dog bite marks. The mpu was removed from service and disposed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing low voltage hazard alarms while on the mobile power unit (mpu). Log files sent for review did not contain data from 06nov2024.